Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic sigmoid colon resection procedure, the tissue pad on the sonicbeat device became burnt and frayed. An error code was encountered: pad frayed with exposed metal parts. The surgeon reported that the problem occurred during the seal portion of the surgery. The doctor commented that since the tissue pad had melted away, it was unclear whether it had fallen off into the body cavity or the pad had disappeared. There was no delay reported, and the intended procedure was completed successfully with a competitor¿s device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for his device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Corrected fields: d4 - lot #, h4 - device mfg date. Should additional relevant information become available, another supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.